Event description:
It was reported that ventilation pressure could not be generated. The patient was resuscitated and continued to be ventilated by hand; in the course of resuscitation, the patient died.

Manufacturer narrative:
The log file was analysed for investigation. Based on the log file analysis, a device malfunction cannot be confirmed as the cause of the reported event. According to the log file entries, a device check and a breathing tube system check were successfully performed prior to the start of therapy ((B)(6), 2023). During the night of (B)(6) to (B)(6), 2023, inspiratory airway pressure was gradually increased by the user. In addition, ventilation related alarms were repeatedly issued during therapy. The alarms issued in correspondence with the gradual increase in airway pressure indicate an increased resistance or obstruction in the breathing circuit. This is corroborated by feedback from the user that a clogged hme filter in the airway circuit was replaced prior to the time of death, and the "airway obstructed" alarm message was subsequently no longer issued by the device. Furthermore, due to the patient's lack of respiratory effort on march 4, the device's safety software detected, and alarmed apnea twice and automatically started apnea ventilation. The device's safety software monitors the correct the device's functions. When an alarm limit is exceeded or fallen short of, or other deviations relevant to ventilation, an appropriate alarm message is generated to inform the user. The device has alerted and responded to an impaired ventilation as intended. An equipment check and breathing circuit system check performed again after the reported event passed with no deviations. The device was tested according to manufacturer's specifications without any deviations by the dräger service. Based on the investigation results this case is considered not to be reportable.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. Other text : on-going.

Event description:
It was reported that ventilation pressure could not be generated. The patient was resuscitated and continued to be ventilated by hand; in the course of resuscitation, the patient died.